Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot 218910045 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was broken at the tip of the lemo connector. In conclusion, the reported loop area damage was not confirmed through the visual inspection. The catheter did not fail the returned product inspection due to damaged loop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the tip of the mapping catheter snapped, exposing the wiring. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.